Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. It was determined that loss of connection was related to the mobile application. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation, the complete data log was not available during the investigation window. The reported event for loss of connection could not be determined . The root cause could not be determined.